Manufacturer narrative:
Product complaint: (B)(4). If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event, concerned a (B)(6) chinese male patient of unknown origin. Medical history was not provided. Concomitant medications included acarbose for unknown indication. The patient received human insulin isophane suspension 70% human insulin 30% (humulin 70/30) from a cartridge via a reusable pen (humapen ergo I), 24 iu in the morning and 18 iu in the evening twice a day subcutaneously, for the treatment of diabetes, beginning in 2004. In (B)(6) 2013, he was deaf caused by fever, cold and oitis media. The event of deafness was considered serious due to medical significant reasons. Then he was hospitalized because the blood sugar was not good (the fasting blood glucose before lunch was 7-8, the postprandial blood glucose after lunch was 14-15). Then patient transferred to another hospital due to aggravation. In (B)(6) 2015 patient discharged due to recovering. By (B)(6) 2016, his fasting blood glucose was 6-7 and the postprandial blood glucose was 12. In 2015, the patient wanted to change for a new injection pen due to the connection part of cartridge and pen body (3618010/0310a03). The corrective treatment was not provided. The outcome for the remaining events was not provided. Human insulin 70/30 therapy was continued. The operator of the humapens ergo I and his/ her training status were not provided. The general duration of use of the humapen ergo I and the duration of use of the suspect humapen ergo I were nine years. If devices were returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know if the events were related to human insulin 70/30 therapy. Edit 31mar2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 31-mar-2016: (B)(4) was processed accordingly and it was set in the narrative. No other changes were performed.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 12may2016. No further follow up is planned. Evaluation summary a male patient reported the cartridge holder on his humapen ergo device would not attach "closely" to the body of the device. He experienced increased blood glucose. Investigation of the returned device (batch 0310a03, manufactured october 2003) found that the spring arms on the cartridge holder were broken, however the damaged cartridge holder did securely attach to the body of the device. The device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. Note that the spring arm features, of the cartridge holder, provide for normal cartridge holder retention torque. When the spring arms are cracked or broken, the cartridge holder retention torque is reduced. The reduced torque may account for the patient's perception of a loose connection. The patient used his ergo device for 9 years. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life, but the extended use may not be relevant to this case as the device met functional requirements and met dose accuracy and glide (injection) force specifications.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event, with additional information from the initial reporter, concerned a (B)(6) year-old (B)(6) male patient of unknown origin. Medical history was not provided. Concomitant medications included acarbose for unknown indication. The patient received human insulin isophane suspension 70% human insulin 30% (humulin 70/30) from a cartridge via a reusable pen (humapen ergo I), 24 iu in the morning and 18 iu in the evening twice a day subcutaneously, for the treatment of diabetes, beginning in 2004. In (B)(6)-2013, he was deaf caused by fever, cold and otitis media. The event of deafness was considered serious due to medical significant reasons. Then he was hospitalized because the blood sugar was not good (the fasting blood glucose before lunch was 7-8, the postprandial blood glucose after lunch was 14-15). Then patient transferred to another hospital due to aggravation. In (B)(6)-2015 patient discharged due to recovering. By (B)(6)-2016, his fasting blood glucose was 6-7 and the postprandial blood glucose was 12. In 2015, the patient wanted to change for a new injection pen due to the connection part of cartridge and pen body ((B)(4) 0310a03). Additionally, it was confirmed that the deafness was caused by otitis media which caused by cold. The deafness was unilateral, in right ear, it could hear sustained. The corrective treatment was not provided. The outcome for the remaining events was not provided. Human insulin 70/30 therapy was continued. The operator of the humapens ergo I and his/ her training status were not provided. The general duration of use of the humapen ergo I and the duration of use of the suspect humapen ergo I were nine years. The device was returned 05-apr-2016, and no malfunction was found. The reporting consumer did not know if the events were related to human insulin 70/30 therapy. Edit 31mar2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 31-mar-2016: (B)(4) was processed accordingly and it was set in the narrative. No other changes were performed. Update 06-apr-2016: additional information was received on 31-mar-2016 from the initial reporter. Changed serious event from deafness to deafness unilateral. Updated narrative accordingly. Edit 15-apr-2016: (B)(4) was received on 28-mar-2016. (B)(4) was retransmitted but this pc had already processed. No further adverse event information was added. Update 12-may-2016: additional information received on 11-may-2016 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the medwatch and (B)(6) device reporting elements; and updated the narrative.